Event description:
It was reported that when patient presented remotely via merlin.net transmission, auto mode switch episodes were observed on the device. Upon review of the session records, intermittent undersensing on the atrial sense was observed. Programming changes were recommended. It was decided to bring the patient into the clinic to make the programming changes. Patient was not brought to the clinic and issue was unresolved and it was also mentioned that this was the first time that the patient had an undersensing issue. Patient was scheduled for another remote check via merlin.net transmission and an in clinic visit in about six months. Patient was symptomatic during the undersensing but however it was suspected that symptoms were unrelated to the device issue but rather due to health issue and stress. Physician opted to not make any programming changes due to patient being in hospice care.